Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 2 pm with a high blood glucose level of over 600 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer was sent tubing clamps to assist with troubleshooting a no delivery issue. The customer's insulin pump alarmed no delivery after the high pressure test. The customer was advised to change their sets and to contact their health care provider about what may have caused the unexplained high blood glucose levels. Customer does not want to return the reservoir for analysis. The customer did not return the product back for analysis.